Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: surgeon put the clip applier through the trocar, and it would not fire. Then shook it and the clip fell out. Surgeon tried a second time, and it still would not fire. Surgeon used a new clip applier which worked correctly with no issue. No patient injury. Additional information received from [name] on 10jul2024 via email: clip was put down our ctf33. Surgeon the preloaded the clip. Nothing occurred. So he shook the device. Then a clip fell out the jaw. This happened one time. So he tried to fire it again. Nothing came out. Clip applier was removed. A new ca500 was inserted. That device worked properly. Case was finished and no patient injury. Patient status: no patient injury. Intervention: the case was completed with a new one.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy: event description: surgeon put the clip applier through the trocar, and it would not fire. Then shook it and the clip fell out. Surgeon tried a second time, and it still would not fire. Surgeon used a new clip applier which worked correctly with no issue. No patient injury. Additional information received from [name] on 10jul2024 via email clip was put down our ctf33. Surgeon the preloaded the clip. Nothing occurred. So he shook the device. Then a clip fell out the jaw. This happened one time. So he tried to fire it again. Nothing came out. Clip applier was removed. A new ca500 was inserted. That device worked properly. Case was finished and no patient injury. Patient status: no patient injury. Intervention: the case was completed with a new one.